Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 141 mg/dl and 124 mg/dl, and the meter bg reading was 40-44 mg/dl and 169 mg/dl, respectively. Customer consumed juice to address the bg meter reading of 40-44 mg/dl and the pump supplies were changed. Customer went to the emergency room (ER) based on the inaccurate cgm reading of 141 mg/dl and bg meter reading of 40-44 mg/dl. Customer did not receive treatment as bg was 169 mg/dl upon arrival to the ER and left ER feeling better. Recommendation was made for customer to discuss low bg with their healthcare provider. A root cause could not be determined for the inaccurate readings. Reportedly, a replacement sensor was sent to the customer.